Event description:
Medtronic received information that 7 years and 1 month post implant of this 23mm aortic bioprosthetic valve, aortic stenosis and an increased peak gradient of 52mmhg and an increased mean gradient of 29mmhg were observed. No intervention or adverse patient effects were reported. Subsequently, 3 months later, it was reported that the peak gradient increased to 59mmhg and the mean gradient decreased to 27mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported subsequently, 3 years later, the patients peak gradient dropped to 49mmhg and the mean gradient dropped to 24mmhg. No intervention or additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.